Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:I understand that only one side of clip formed properly but how did device fail otherwise?or, was the only issue with the device the clip which only had one side form properly?all that we know is that the clips were not forming¿.my contact didn¿t give any other details.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the device failed and only one side of the clip formed properly. The procedure was completed using same like device. No adverse patient consequences were reported.